Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "issues" were experienced with the pump. There was no reported impact to the customer's blood glucose level. Reportedly the customer had an alternate pump for insulin therapy. No further information regarding the customer or events was provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.